Manufacturer narrative:
The full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was obstructed due to a guidewire stuck in the lumen. The guidewire was damaged. There was blood on the guidewire. There was guidewire coating on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the competitor guidewire stuck in it. The competitor guidewire's hydrophilic coating adheared to the coil filars causing the guidewire to stick in the lead lumen. As a result, the coil filars became distorted when trying to pull the guidewire out of the lead. Visual inspection also found the guideiwre tip bent inside the lead tip nose with dried blood and tissue covering it. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the guidewire could not be removed from the attempted left ventricular (lv) lead after the lead had been placed. The lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.